Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Six devices were received for evaluation; five event was confirmed during testing. Four devices were found to be affected by corrosion; one device was found to have non-stryker modifications. The reported event was not confirmed for 1 device; the device was found to be within specifications for the reported event. Device evaluation is in progress. Device is available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device overheated. Two events had patient involvement with no patient impact. Five reported events had no patient involvement or patient impact. One event had patient involvement, resulting in a minor burn to the (B)(6)-year-old female patient.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One device was received for evaluation; one event was confirmed. The device was found to be affected by internal corrosion. There were no remedial actions taken. This device is not labeled for single-use. Correction: one device was anticipated for return; however, the device was not received by stryker.

Event description:
This report summarizes 8 malfunction events in which the device overheated. Two events had patient involvement with no patient impact. Five reported events had no patient involvement or patient impact. One event had patient involvement, resulting in a minor burn to the (B)(6) female patient.